Event description:
It was reported that patient was using heating stimulation from (B)(6) 2013 to (B)(6) 2014 for her lower back. The patient had accident since the last use of the heating stimulation and the effect of the neurostimulator diminished. It was noted that the last couple of week¿s things were back to normal. The patient indicated that it was possible she might have turned the stimulation off. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0ahln, implanted: (B)(6) 2013, product type lead. (B)(4).